Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lead flex cover were broken, the lower case was broken and contaminated, the battery contacts were compressed and contaminated, the battery release and battery drawer were contaminated, the bail covers, ring cover, bails and ring were missing, the keyboard was scratched and the encoder flex was out of specification. (B)(4).